Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient said the device is not keeping a charge and is going through the charge too fast. Patient confirmed they are still able to charge the stimulator to 100%. The patient was redirected to their healthcare provider to further address the issue. This began about a week ago and the patient sees dr. Davis. Agent provided the number for nas to provide to the physician.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.